Event description:
It was reported that a pt undergoing treatment with two v.a.c. Ats devices was found by night shift nurses to be expired. The cause of death was unknown. Pt was allegedly found with evidence of bleeding from an unidentified site. Pt had undergone a femoropopliteal (fem-pop) bypass graft surgical procedure a month earlier. The wound, which extended from there groin to near their kneecap, suffered complications and infection, and was treated with a second surgical procedure. A. V.a.c. Device was then placed on this wound and the treatment continued for 10 days prior to death. The surgical incision was reported to have granulated and the healing was progressing. The pt was being treated with two v.a.c. Therapy devices for the complications from the fem-pop procedure and for bi-lateral diabetic foot ulcers. The pt was scheduled for discharge later that day.